Manufacturer narrative:
The insulin pump passed the displacement test, self-test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform excessive no delivery test, error test and occlusion test due to motor error alarms. No motion sensor test failure alarm was noted. All operating currents are within specification. The pump passed self-test. No unexpected low battery or off no power alarms were noted. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call of motion sensor test failure and unexpected restart error alarm from the insulin pump. The customer's blood glucose reading was 166 mg/dl. The customer received a motion sensor test failure alarm and the pump shut down. The customer rewound the pump and received the alarm multiple times. The customer declined to troubleshoot. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.